Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the harmonic ace instrument (part# 480275-08/ lot/serial# (B)(4)) associated with this event has been performed. The harmonic ace instrument was last used on (B)(6) 2022 via system serial# (B)(4). This is a single-use instrument. A procedure log review showed the site performed this thyroidectomy surgical procedure on (B)(6) 2022 via system serial# (B)(4). A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. It was indicated that the harmonic blade is completely broken. This event is being reported because it was alleged that the tip of the harmonic ace instrument broke and fell inside the patient during a da vinci assisted procedure. The fragments were retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, while the customer was using the harmonic ace instrument to hold the tissue, the instrument tip was broken. The fragment fell into the patient¿s cavity and was retrieved during the same procedure. A backup instrument of the same type was used to continue the procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and accessory were inspected prior to use with no damage observed. After the customer used the instrument for less than 10 minutes to dissect the tissue, the instrument¿s tip broke and the fragments fell into the patient. All the fragments were retrieved during same procedure and confirmed with visual inspection. No additional surgical procedure was required to remove the fragment. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. The surgeon did not notice any issues with the functionality of the instrument. There was no incidence of instrument tip or accessory collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. Post-operative tests like an x-ray or ultrasound were not performed to check for remaining fragments. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint ¿while the customer was using the harmonic ace instrument to hold the tissue, the instrument tip was broken¿. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. For clarification, the harmonic insert curved blade was found to be broken near the blade base. The blade broke roughly at 0.402¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of broken instrument blades is typically attributed to mishandling/misuse. A review of the provided image was performed by an isi failure analysis engineer. It was indicated that the harmonic blade was completely broken. Failure analysis confirmed the root cause is attributed to mishandling/misuse. Additional information can be found in the following fields: d9, g3, g6, h2, and h3 corrected information can be found in the following fields: d4 (batch sequence was added to the lot number). Failure analysis information can be found in the following fields: h6 and h10.